Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "cautery not available" (no code available). The nurse reported that during surgery the cautery was not available. The nurse brought in another system to complete cautery. The nurse did not save the sample for evaluation. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The software was updated. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).